Event description:
It is reported that the patient reported to hospital with a painful knee. X-ray revealed a broken segmental hinge pin.

Manufacturer narrative:
This report will be amended when our investigation is complete.